Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the partial lead was returned in segments and analyzed. The defibrillator conductor was fractured and distorted. The distal conductor had blood/body fluid (not obstructed). The outer insulation had an abrasion (breached). There was blood/body fluid in the outer tubing overlay. The inner tubing was kinked/buckled. The outer tubing overlay had a cosmetic environmental stress crack. The outer insulation was torn. The outer tubing overlay was breached cut. The outer insulation had a cosmetic depression. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. Visual analysis indicates that the lead appears to have been implanted with a bend in it at the fracture site.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the superior vena cava coil and the right ventricular coil had increased and high impedance measurements. The lead will be capped and replaced with a new lead. No patient complications have been reported as a result of this event.